Event description:
Pt was implanted with a total device system, synchromed pump and catheter for treatment with lioresal for intractable spasticity on 4/99. On 5/99 a new catheter was implanted which is the subject of this report. It was reported that the pt had a post-operative infection, with reported onset on 6/99. The pt presented with fever, swelling, pain, incisional wound opening and seizure and diagnosed with meningitis. 8 days later the pump and catheter were explanted. Culture was taken of cerebrospinal fluid and catheter pieces, spinal and abdominal. Culture grew out as coagulase negative staphylococcus. Pt was placed on IV an oral antibiotics. Infection is resolved.